Manufacturer narrative:
Initial reporter also sent report to FDA is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the tamper seal is missing. Functional testing found the reported problem of 'failed calibration' was duplicated. During the functional tests, both the downstream sensor and upstream sensor failed calibration even though the numbers fluctuated when pressure is applied. Removing the downstream sensor seal for further investigation, it was found that there is a scratch across the top of the downstream sensor. It can be visually seen that there is excessive amount of adhesive applied to the upstream sensor seal to where the adhesive overlaps to the sensor. Replaced the sensors. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
B5: additional information received on 02-aug-2022 via email and attached in complaint object: all issues with these devices were found during testing and repair at our facility. No patient involvement was indicated at the time the pump was received for repair and recertification at our facility. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 2110. H4: correction: device manufacturing date: 18-jul-2014.